Event description:
It was reported that on ao60g lens was inserted into the right eye. A tear occurred in the posterior capsule during cataract removal, but was not detected by the surgeon until the lens was inserted into the eye. The incision was enlarged, iol was removed, vitrectomy was performed, and a sulcus lens was implanted. According to the surgeon, the patient's prognosis is excellent. Please reference MDR#: 1119279-2011-0212.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens optic cut nearly in half. All four haptics are attached and are not damaged. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Whether or not the lens was difficult to position could not be determined. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.